Event description:
It was reported a motor stall occurred. The motor stall was caused by the patient having an MRI. A tube set message was reported to have occurred on (B)(6) 2013. The motor stall recovery did not occur until (B)(6) 2013 at 10:37. It was reported that was the first time the pump had been read after the MRI. It was reported there were no alarms heard. It was reported the patient never came to the health care provider's (hcp) office to get their pump read after the MRI. The hcp informed the patient from now on to always come after an MRI in order to check the pump. It was reported the "MRI place" had told the patient they didn't have to get the pump checked. It was reported during the patient's refill; the hcp expected 16.7 milliliters (ml) and got 17.3 ml's. The patient did experience "a little more pain" however it was noted the patient always had pain. The device system was used to deliver hydromorphone and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the motor stall did recover within 20 minutes or so after the MRI. The patient was seen on (B)(6) 2013. He was "doing well" and the device was "ok."

Manufacturer narrative:
Concomitant medical product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).